Event description:
There have been three free flow incidents with this pump. One involved lidocaine, the second heparin and the third solu-medrol. The hosp had switched over to this pump from another co's pump which has a safety free flow device present in the tubing. No documented injury or adverse effects. Errors were discovered during IV rounds. Nursing has had inservices.